Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead had been fixed in the right ventricle, the lead detached. The helix was able to be retracted, but could not be extended again. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.